Event description:
It was reported that the patient¿s blood glucose level rose to 390 mg/dl while wearing the pod on the arm between 36 and 48 hours. Patient reported that the pod's cannula had not been inserted into her skin for approximately 2.5 days. The patient reported that despite administering insulin, blood glucose levels continued to rise and did not respond effectively to additional insulin doses. Upon preparing to change clothes, the patient noticed that the pod was loose and observed insulin draining onto the skin rather than being delivered into her body. The patient had already removed the malfunctioning pod and was using backup injectable insulin as prescribed by her physician.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.